Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom turns on and off without user input was confirmed and reproduced. It was caused by a failed back flex. As a result, the rear case was replaced.

Event description:
It was reported that a pump turns on and off without user input. There was no pt injury. It is unknown if the event occured during therapy.